Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monomax suture. The customer reported that there are visible irregularities and thickened areas on the sewing line monomax, specifically several uneven lumps/knots along the length of the material. The surface of the line is not smooth but has noticeable protrusions and deformations that should not be present from production. There is no patient involvement.